Event description:
It was reported through the patient outcome, the patient passed away. The cause of death is unknown. Additional information was not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events which may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.